Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 16sep2020. An investigation was conducted on 18sep2020. A visual inspection was conducted and it also shows that the heater wire was heavily charred . There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. There was blood observed on the harvesting handle. The jaws of the device looked burned and brownish in color. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be torn on the cold jaw from the tip of the jaw, but not detached. No visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.675 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent; wire" was confirmed. The analyzed failures "thermal decomposition of device" , and "peeled; jaw" were also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heating elements became separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heating elements became separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.